Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). As this event is a confirmed duplicate event, no investigation is required. Previously filed under MFR#2024168-2017-05107 and MFR#2024168-2017-06768.

Event description:
This event was generated based on a general comment made by dr. (B)(6) regarding having an issue with an armada balloon not holding pressure. It has since been confirmed that dr. (B)(6) has experienced this issue twice and both events were previously reported to abbott vascular as hub leaks; therefore, this is a duplicate event. These events were previously filed under MFR # 2024168-2017-05107 and MFR # 2024168-2017-06768.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an unknown armada balloon catheter would not hold pressure. No additional information was provided.